Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pressure-like sensation in the center of their chest upon exertion. A right atrial mass was noted. The patient was seen by cardiothoracic surgery after two weeks of anti-coagulation therapy and underwent repeat transesophageal echocardiography (tee). The right atrial mass had not changed in size. It was though the mass likely turned into fibrous tissue. It was noted to be attached to the patient's leads with locations in the right atrium and superior vena cava (svc). The patient would continue warfarin for three months and repeat an echocardiogram. The leads remain in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received, which indicated the patient was seen for a transesophageal echocardiogram (tee) and multiple mobile masses were still observed to be attached to the leads. No action was taken.